Event description:
Caller reported that insulin gauge displayed an amount different than expected and was experiencing a fill estimate issue, with the pump showing a static fill estimate of 190. There was no reported impact to the customer's blood glucose level. Technical support educated the caller that this could occur due to a large variance in measured pressures used to calculate the insulin remaining. Once the insulin reaches the static number, the estimate would count down normally. The caller understood and acknowledged the explanation.